Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a obtryx ii implant were implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; off vag dis; diff bowel; incont not pres; rec incont. Nonsurgical treatments: on (B)(6) 2014 the patient commenced other medication (please specify): macrodatin and keflex for the treatment of: interstitial cystitis. Treatment duration: 7.5 years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream). On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: manual urethral mobilisation. Treatment duration: 7.5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.